Event description:
Fluid leaking from motor during laminectomy procedure. The surgeon was almost finished with the procedure when he noticed a gray to black fluid coming out of the attachment onto the tool. The surgeon stopped using the motor and a backup motor was used to complete the procedure. The wound site was flushed. It was not known if antibiotics were administered. There was no patient impact reported.